Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn and spinal pain. The patient reported that since implant their device has been taking too long to charge. There were no patient symptoms reported or indication on patient harm. No further patient complications have been reported as a result of this event.